Manufacturer narrative:
On (B)(6) 2021, based on additional information, the autopulse platform (sn (B)(4)) failed the load cell characterization test during the functional testing. The root cause for the observed failure was due to a defective load cell module 2. The cracked cover and a defective load cell were likely attributed to mishandling such as a drop. Visual inspection revealed a crack area on the encoder cover and a screw from the battery compartment had come off. The observed physical damages were appeared to be the characteristics of user mishandling such as a drop. The damaged parts were replaced to address the observed physical damages. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, the autopulse platform failed load cell characterization test due to a defective load cell module 2. The load cell was replaced to address the observed failure. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the observed issue and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
On (B)(6) 2021, based on additional information, the autopulse platform (sn (B)(4)) failed the load cell characterization test during the functional testing. No patient involvement.